Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow-up, low level and high frequency noise leading to pacing inhibition was observed. Noise was reproducible in clinic with inspiration. Myopotential oversensing was suspected. Programming changes were made and no more noise signals were noted. Patient will be monitored with routine follow-up.